Manufacturer narrative:
Device history records review was completed for part# 398.226, lot# 2687431. Supplier: (B)(4)., release to warehouse date: mar 13, 2002. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. A visual inspection, device history records review, and drawing review were performed as part of this investigation. The device was returned and reported to have broken intraoperative. This condition is confirmed; the handle of the forceps has broken along a rough fracture surface near the central hinge set screw. It is likely that over fifteen years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in 3/2002 and is over fifteen years old. The balance of the returned device is in fairly worn condition with markings and signs of wear along its length. Relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a tibial plateau fracture on (B)(6) 2017, a synthes periarticular reduction clamp broke. It was clarified that the spring/lever portion of the device that holds tension when the device is in use broke and the device would no longer function. The surgeon used a back-up device to complete the procedure, without delay, and without adverse effect to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device returned to manufacturer. A review of the device history records has been requested and is currently pending completion. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.